Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, these false pause episodes were triggered due to egm signal characteristics and limitations in the existing algorithm in icm device firmware. No device malfunction was found.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed under-sensing events on the patient's implantable cardiac monitor (icm). Programming changes were made but did not resolve the issue. The patient was stable.